Event description:
Report of explant of device system due to "infection" received per annual device tracking report. No date of onset of infection or explant given. Repeated requests for add'l info about this event have been unanswered. No implant of new device on MFR's records for this pt. A supplemental medwatch report will be filed if add'l info becomes available.